Event description:
It was reported that the left ventricular (lv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high impedances out of range. The crt-d system remains in service. No additional adverse patient effects were reported.